Event description:
It was reported that prior to a dialysis catheter placement, the sticker of the device was allegedly found to be torn and was not in a proper condition. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided. The investigation is confirmed for the reported torn and labeling problem as product label was torn in the middle which was evident in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr glidepath d/l catheter along with product packaging and label were returned for evaluation. One electronic photo has been provided for review. Gross visual evaluation was performed for the returned sample. The investigation is confirmed for the reported torn and labeling problem as sample was found to have a damaged top product label, which appeared to be torn, misaligned and residue strain is also found which is evident in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a dialysis catheter placement, the sticker of the device was allegedly found to be torn and was not in a proper condition. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement, the sticker of the device was allegedly found to be torn and was not in a proper condition. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023). Device not returned.